Event description:
It was reported by service report that the fowler would not stay in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.